Event description:
Customer reported abnormal appearance. The issue found after a procedure. There was no patient harm or injury reported due to the event. Device evaluation found cut in the cable causing failure of the imaging unit. This report is being submitted for image failure caused by faulty cable.

Manufacturer narrative:
Device evaluation confirmed the customer reported issue. Device evaluation has identified the reported issue due to a cut of the cable unit causing a failure of the imaging unit. The damage found and the non-functioning was probably the use of a sharp object which may have come in contact with the cable. Investigation is ongoing . This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.¿

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the damaged cable could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 05-dec-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.